Manufacturer narrative:
One used device was received on 04/30/2010, and evaluated. Testing found the tubing had separated from the leg of the clave y-site. This was due to insufficient solvent application. Mfg personnel at the mfg facility will be informed of the correct solvent application method during the mfg process. (B)(4).

Event description:
The customer contact reported a separation. The tubing set was to be used for delivery of an unspecified volume of a "standard IV solution." It was reported that during priming of the tubing set prior to pt use, the nurse noted the tubing separated from the option-lok male adapter. There was no reported delay in critical therapy. Though requested, no add'l info was provided.